Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates the CT scan revealed that both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2019-05074. It was reported the patient was experiencing ineffective therapy and was unable to put the system into MRI mode due to high impedances. As a result, surgical intervention may be undertaken in the future to revise the leads.